Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. The customer¿s blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, cracked reservoir tube lip and stained address/serial number label.